Manufacturer narrative:
The device rosa one (B)(4). The investigation performed on the case data log files pointed out that the root cause is a design defect already identified.

Event description:
It was reported that prior the surgery an unrecoverable error occurred and the device shut down. Once restarted no more issue occurred and the case was concluded as intended.